Manufacturer narrative:
The events of infection and abscess are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: postoperative infection and abscess.

Event description:
Healthcare professional reported unknown side "postoperative infection" and "subcutaneous abscess was formed and rescued by local anesthesia incision and drainage, te drainage, and additional administration of an antibacterial drug." Device status is unknown.